Event description:
It was reported that inappropriate antitachycardia pacing delivered by the device due to supraventricular tachycardia (svt). As a result, the svt accelerated into ventricular tachycardia (vt). The device converted the vt with high voltage defibrillation therapy. The device was reprogrammed to resolve the event and the patient was in stable condition. The physician did not allege a malfunction against the device and alleged the device performed as expected based upon its programmed settings.